Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was investiagted in our service laboratory in bbm melsungen, germany: the following report is only based of the history log files, because the device, which was involved in the incident, was not returned for investigation. The data of the complained pump was for a perfusor space (article no. (B)(4)) with serial number (B)(6). The device was programmed with software version 688_n030005. All available information (complaint description, device history) were detailed evaluated by our r&d department. Furthermore, the global medical scientific affairs department supported with detailed information of the used drug. During the analysis of the device history, it was possible to detect, that the pump was not used for the described infusion therapy on the reported day of occurrence. But it could be found an infusion therapy, with all descripted information on (B)(6) 2021. Maybe it is possible that the setting of the date in the pump was wrong. The device history for the detected event on (B)(6) were detailed investigated. It could be found a stored entry of the selection of the syringe type b.braun omnifix 10 ml ((B)(6) 2021, 10:37pm). Afterwards the tci- mode and the drug "sufentanil" were selected. The concentration of the drug was 5mcg/ml. The effect mode target was selected, the age of the patient (25 years) and the effect mode target of 2 ng/mg were programmed. Start of the infusion was 10:39pm with a calculated flow rate of 500 ml/h. On 10:40pm the pump stopped with an operating alarm. Conclusion: the flow rate of 500 ml/h and the infusing time is a result of the setting. The pump calculated the performed flow rate according the "gepts"-model and no malfunction could be found. The default value of a maximum tci rate of 500 ml/h is the maximum possible value for the selected 10ml syringe. As it is described in the IFU, the default value of the maximum tci rate was selected, that the tci target was finished asap. All possible concentrations of sufentanil are stored in the drug library and can be selected. The algorithm was calculated by the programmed gepts-model. The concentration, the age of the patient, the kind of the target (effect/ concentration in blood plasma) and the value of the tci target were entered by the user. According all available information the complaint could be assessed as not confirmed. The flow rate of 500ml/h was caused by the pre-settings (drug concentration and effect-target) of the customer. No technical malfunction caused the over-infusion. Please be note the detailed description of a tci therapy in the IFU of the perfusor space.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device is not available for investigation in bbm laboratory in melsungen, (B)(4). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "overinfusion." "On induction: infusion pump setting. 10ml syringe with 10ml sufentanyl: concentration 5ug/ml. Syringe holder accepted 10ml syringe. Drug selected from drug library (sufentanyl). Tci mode selected. Settings accepted and pump turned on, infusion started and confirmed to be infusing. The pump then infused 10mls (syringe contents) in less than 60 seconds which was not what we wanted in terms of bolus infusion for induction. On subsequent examination of the infusion pump, in options menu, we found the infusion rate was set at 500mls/hr(8.33mls in 60 seconds).